Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the returned sample, it was noted that there were air bubbles in the tubing. Based on the data from the investigation, the reported defect was confirmed. The exact root cause for the reported defect was unable to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363904, lot unknown) was being used to administer amiodarone at 44 milliliters (ml) per hour on (B)(6) 2024. According to the complainant, there was air within the IV line. The complaint device has not been returned to the manufacturer for evaluation. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs. Changed the tubing.